Manufacturer narrative:
This report is being filed on an international product, list number: 06c36 that has a similar product distributed in the us, list number: 04p53, with 510k/PMA/bla number: p110029. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed a false negative alinity I hbsag result for one patient who is undergoing hemodialysis. The patient was redrawn one week later with a positive result. The following data was provided: initial result hbsag = negative. Other results = anti-hbe and anti-hbc were positive. Around one week later new sample results = hbsag, anti-hbe and anti-hbc were positive no impact to patient management was reported.

Manufacturer narrative:
A complaint investigation was conducted for the architect hbsag reagent, lot 77412fz01. Data and information provided by the customer was reviewed. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history record review did not identify any non-conformances or deviations associated with the complaint lot number and issue. Clinical sensitivity testing was performed using an in-house retained kit of lot 77412fz01. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency with the architect hbsag reagent lot 77412fz01 was identified.

Event description:
The customer observed a false negative alinity I hbsag result for one patient who is undergoing hemodialysis. The patient was redrawn one week later with a positive result. The following data was provided: initial result hbsag = negative. Other results = anti-hbe and anti-hbc were positive. Around one week later new sample results = hbsag, anti-hbe and anti-hbc were positive no impact to patient management was reported.

Manufacturer narrative:
Section h6: medical device problem code was corrected from a090803 to a090810.

Event description:
The customer observed a false negative alinity I hbsag result for one patient who is undergoing hemodialysis. The patient was redrawn one week later with a positive result. The following data was provided: initial result hbsag = negative. Other results = anti-hbe and anti-hbc were positive. Around one week later new sample results = hbsag, anti-hbe and anti-hbc were positive no impact to patient management was reported.